Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to bacteremia septicemia. There were no additional adverse patient effects reported. The left ventricular (lv) lead was explanted.